Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse found the sample syringe solenoid valve had malfunction. Fse replaced the sample syringe solenoid valve. This resolved the customer's issue. The bec identifier for this report is (B)(6).

Event description:
Customer reported a calibration failure for lactic acid on their au5800 clinical chemistry analyzer. No erroneous patient results were generated. No injuries were reported. No leaks were reported.